Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and a mesh sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had the sling implanted for abnormal bleeding, urinary incontinence, pelvic heaviness and dysmenorrhea. Concurrently, the following was also performed: anterior and posterior repair, laparoscopically assisted vaginal hysterectomy and left salpingo-oophorectomy. A recommendation was made to have the sling removed due to the patient experiencing urinary tract infections and vaginal discomfort.